Event description:
The customer reported that they observed a leak coming from underneath the left side of the unicel dxl800 access immunoassay system. The customer identified the source of the leak as the wash buffer transfer tubing. The customer replaced the wash buffer transfer tubing and also replaced the waste fluid transfer tubing proactively at the same time. No patient results were involved in this event. There was no modification to patient treatment associated with this event. Personnel interfacing with the instrument were wearing personal protective equipment and no personnel sought medical attention in conjunction with this event. Although the leak had the potential to pose a slipping hazard, there were no reports of death or injury associated with this event. There was an exposure control plan in place at the facility.

Manufacturer narrative:
Beckman coulter inc. Service was not dispatched to the site as the customer resolved the issue via routine troubleshooting. The cause of this leak was due to an issue with the wash buffer transfer pump tubing.